Event description:
It was reported that during treatment the console goes into ¿obstruction / full canister¿ alarm but the canister is not full, besides the console is cracked. Treatment was continued with the same device. No patient harm reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed that the outer casing was cracked, with all panels of this device found to be damaged. It is not possible to determine the exact cause of why the damage occurred, although contributing factors are improper storage, handling and the use of harsh abrasives and cleaning products. The functional evaluation found no fault with the device alarm system. We have not been able to determine a root cause on this occasion. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.